Manufacturer narrative:
(B)(4). The rt105 breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the inspiratory limb of the complaint rt105 breathing circuit was returned to fisher & paykel healthcare in (B)(4) and was resistance tested using a calibrated multimeter. Results: the resistance test revealed that there was an open circuit in the inspiratory heater wire due to a break in the connection between the heater wire and the heater wire pin a lot check could not be performed as a lot number was not provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit after it was released for distribution, possibly as a result of a weak crimp connection. Our monitoring and trending of events involving electrical open circuits in heater wires in adult breathing circuits has a rate of occurrence of 19 devices per million sold worldwide in the last year to the end of july 2013.

Event description:
A distributor in china reported that the heater wire of an rt105 adult breathing circuit was not functioning. This was found prior to patient use.